Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device emitted black particles. The device's air inlet path assembly and blower assembly were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device emitted black particles. The device's air inlet path assembly and blower assembly were replaced to address the issue. No components were replaced, the device was returned unrepaired. The coding has been updated to reflect the fsn for sound abatement foam degradation.